Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: primary tubing came apart at y-site while connected to the patient, the y-site at the distal end of the tubing (closest to the patient) popped out/broke off. Patient bled all over the floor before being found by a passing rn. The patient did not require a new site to my knowledge, but the primary tubing, infusing maintenance IV fluid had a significant amount of blood come back out the broken tubing and onto the floor.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample and lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.